Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good physical condition. Functional testing performed. Device failed accuracy test at 9.45%, confirming the customer's complaint. The root cause was the expulsor. Replaced the expulsor to correct the problem. Pump passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the accuracy volume testing at 9.45%. There was no patient involvement, and no patient harm/adverse event reported.